Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter cap did not fit well on the hub during use, and blood leaked out as a result. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "main complaint: after placing a vps, the white cap is sometimes switched from the needle to the canula hub. In several cases the white cap did not fit well on the hub with blood leakage as a result. According to the reporter it felt like the threading of the cap and the cannula hub did not match. Side complaint: difficult to remove the needle from the vps. Safety block seemed to be stuck. More force than usual had to be applied to remove the needle."

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter cap did not fit well on the hub during use, and blood leaked out as a result. This complaint was created to capture the (B)(4) of (B)(4) related incidents. The following information was provided by the initial reporter, translated from dutch to english: "main complaint: after placing a vps, the white cap is sometimes switched from the needle to the canula hub. In several cases the white cap did not fit well on the hub with blood leakage as a result. According to the reporter it felt like the threading of the the cap and the cannula hub did not match. Side complaint: difficult to remove the needle from the vps. Safety block seemed to be stuck. More force than usual had to be applied to remove the needle."

Manufacturer narrative:
H.6. Investigation summary one representative sample and one empty package were received by our quality team for evaluation. For the incident of cap tight (leakage), the returned sample was subjected to visual inspection, end cap dim 6.9, tread gauge test and end cap leakage test. The cannula hub was also subjected to luer cone measurement and catheter adapter leak test. The returned samples passed the acceptance criteria. No abnormality was observed. For the incident of needle disengagement difficult, the sample's needle was activated and no abnormality was observed. The needle was able to be contained within the safety mechanism. The needle cap was removed to measure the needle hole dimension and straightness. The dimension is within the acceptance criteria and there is no possibility of needle being stuck in the needle hole channel that could cause incomplete activation. Therefore, neither incidents could be verified with the sample provided. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, no probable root cause could be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Correction: the device codes were reported incorrectly. The following field has been updated: f.10. Device codes: 1069, 1354.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter cap did not fit well on the hub during use, and blood leaked out as a result. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "main complaint: after placing a vps, the white cap is sometimes switched from the needle to the canula hub. In several cases the white cap did not fit well on the hub with blood leakage as a result. According to the reporter it fealt like the threading of the the cap and the cannula hub did not match. Side complaint: difficult to remove the needle from the vps. Safety block seemed to be stuck. More force than usual had to be applied to remove the needle."